Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent a procedure for stenosis in the right lower arm. It was reported the lesion was predilated with a 4 x 40, 5 x 40 and then a 6 x 40 conquest¿ pta dilatation catheter. It was noticed there was still 50-60% stenosis and the decision was made to use a gore® viabahn® endoprosthesis (viabahn device). It was reported; the physician accessed the patient using a 8f cordis sheath introducer over an .035" glidewire guidewire. The delivery system advanced to the target treatment site. During deployment, the deployment line was pulled all the way out, but the endoprosthesis did not expand. Reportedly, there was not another viabahn device on-site, therefore the procedure was rescheduled for the following week. It was reported there was no impact to the patient.

Manufacturer narrative:
Information received from the field changed this from a reportable malfunction to a reportable serious injury. Updated - h6 adverse event problem codes: reflect new information and conclusion codes. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Product return evaluation: evaluation of the returned device indicates that the distal shaft is separated from the transition and kinked in multiple locations. A braid pattern was visible in the transition and dual lumen, and disturbed pebax was observed on the distal shaft. The outer zipper was partially deployed, and the inner zipper and endoprosthesis were rotated greater than 180° along the length of the device. The endoprosthesis was also compressed, exposing additional distal shaft distal to the expected bond site, and had flowered apices on the proximal end. A guidewire was not able to pass through the distal shaft because of the multiple kinks, but deployment was still attempted and successful using the deployment knob. Engineering evaluation of the device could not confirm the reported deployment failure. While deployment was able to continue in the lab, replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The reported inability to deploy could not be independently confirmed following evaluation of the returned device. Engineering evaluation observed the deployment mechanism to be functional: deployment successfully continued at the knob. The root cause of the deployment failure could not be established with the available information, including evaluation of the returned device. The reported broken catheter was confirmed during evaluation of the returned device. The device was returned with the distal shaft separated from the dual lumen catheter at the transition. Device evaluation demonstrated findings consistent with execution of a transition to distal shaft bond during device manufacture, including a braid pattern from the distal shaft visible in the transition from the bonding process. No anomalies in the manufacturing of the device were identified, and this investigation could not independently confirm how the device was handled in the field or any manipulation that may have compromised the integrity of the bonding site. The cause of the distal shaft detachment at the transition bond could not be established with the available information.

Event description:
On (B)(6) 2025, the patient underwent an arteriovenous (av) access procedure for stenosis in a synthetic graft (manufacturer unknown) in the right lower arm. It is unknown when the synthetic graft was implanted. It was reported, the lesion was predilated with a 4x40, 5x40 and then a 6x40 conquest¿ pta dilatation catheter. It was noticed there was still 50-60% stenosis and the decision was made to use a gore® viabahn® endoprosthesis (viabahn device). Reportedly, the physician accessed the patient using a 8f cordis sheath introducer over an .035" glidewire guidewire. The delivery system advanced to the target treatment site. During deployment, the deployment line was pulled all the way out, but the endoprosthesis did not expand. The decision was made to withdraw the delivery system catheter. During the attempted removal, the delivery catheter broke. Surgical cut down at the access site was performed and the catheter / constrained endoprosthesis was removed from the patient. Reportedly, there was not another viabahn device on-site, therefore the procedure was rescheduled for the following week.